Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A system log review was not performed since there is insufficient or unconfirmed product/event information. Citation: hua, x., chen, z., zhang, x. Et al. Primary robot-assisted laparoscopic partial nephrectomy for hemorrhage secondary to angiomyolipoma: a retrospective study from a large tertiary hospital in china. Sci rep 14, 22458 (2024). Https://doi.org/10.1038/s41598-024-73315-w. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a retrospective study of 14 patients (six males and eight females with a median age of 43 years) from 2017 to 2023 who underwent robot-assisted laparoscopic partial nephrectomy (ralpn) surgical procedures due to hemorrhage secondary to angiomyolipoma (hsa). The aim of the study was to evaluate the efficacy and safety of primary ralpn for hsa. The study reported that a 21-year-old male patient experienced a post-operative complication of a pleural effusion which improved with a thoracentesis as medical treatment. The patient also received a transfusion of two units of red blood cells for an unidentified reason. The event was reported as a clavien-dindo iii by the study author. There were no reports of a da vinci device malfunction, nor did the author allege that a da vinci device caused or contributed to the event described in the article.